Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 band ligation device was used during an esophagogastroduodenoscopy (egd) procedure to treat bleeding varices. According to the complainant, the device bands didn't come off of the ligator head, as expected. Normally, the bands would release at the same time the handle "clicks", but the handle didn't make that noise. A couple of the bands deployed fine, then two bands came off at the same time, and finally one band didn't deploy. They stopped using this device at that time. This event did not exacerbate the bleeding, and the bleeding had stopped at the end of the procedure. The patient was sent to the hospital for observation only, as he had a previous history of bleeding varices. The patient is fine at this time.